Event description:
During service of the device the MFR's field service technician reported the unit failed diagnostic pressure testing due to a cannot open inhalation autozero solenoid failure. Upon evaluation, the service technician reported finding a disconnected cable on the 3 station solenoid. The service technician reconnected the cable to correct the test finding. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. If the solenoid malfunctions and cannot open during use on a patient, pressure transducer autozeroing cannot be performed and it can affect the accuracy of the system pressure measurement.

Manufacturer narrative:
Results - is connected cable.